Event description:
It was reported that both monitors on the 9600+ system would "flicker" (cutting in and out of fluoro). There was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Installed a new scan converter board, mother board battery and the sram battery. The system was tested and found to be working as intended and placed back into service.